Event description:
It was reported that the ilet would not charge despite attempts with multiple chargers and outlets, and there were no signs of overheating; the event is consistent with a device battery problem associated with the battery component and described as premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem traced to the battery, aligned with a premature battery discharge device issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Thank you for the prompt follow-up.